Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Conclusion summary: on (B)(6) 2018, it was reported that during testing the device graft was being pulled back through machine when the handle was attached. It would not ratchet and the roller moved forward and back. The customer did not return a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii was unable to be performed as the device was not returned for evaluation. Repair of the meshgraft ii was not performed by zimmer biomet surgical as the customer has decided to not repair there unit but purchase a new one. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how the event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during testing when the handle was attached. It would not ratchet and the roller moved forward and back. No mesh was used. No adverse events were reported as a result of this malfunction.